Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 10 years, 7 months due to aortic stenosis. Per the operative report: "the patient was brought to the or and placed on the or table ... The previous suture line on the proximal ascending aorta was exposed ... The aortic valve was a prosthetic valve. Previously it was placed as a 29 carpentier-edwards pericardial valve. The leaflets were extremely stenotic and immobile ... We were able to separate the entire valve from the annulus without any difficulties. ...we then placed ... A #29 carpentier-edwards pericardial magna ease bioprosthesis ... After off [of bypass], however, the pulmonary artery began to bleed quite a bit. We had to go back on the heart-lung machine and repair the pulmonary artery from a small rupture." Per the discharge summary, the date of discharge for the patient was (B)(6) 2013 and the "patient met all the objectives [to be released]."

Manufacturer narrative:
There are several potential causes for prosthetic valve stenosis. Structural valve deterioration is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Unfortunately, the valve was not returned to edwards for analysis; therefore, the root cause of this event could not be investigated. In this case, there is insufficient information to conclusively determine the root cause for the reported stenosis. No further actions are possible with the available information.